Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead connector pin was warped and could not be inserted into the pulse generator. The lead was not used. No further information was available.

Event description:
New information received on 1/8/2019 indicating that the patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.